Event description:
It was reported that the patient was recently hospitalized due to fever, cough and inability to eat. The pump was last refilled in 2007; no change in drug or concentration. A peg tube was inserted for feeding and she was discharged to a nursing home on approx one month and a week later, with the diagnosis of failure to thrive and aspiration pneumonitis. The patient received the following medications per peg tube: lipitor, effexor, vesicare, atenolol, maximum green, levaquin. The patient expired on sixteen days later. The cause of death was respiratory failure secondary to pneumonitis. The pump remained implanted; it is unk if an autopsy was performed.